Event description:
It was reported that the surgeon attempted to implant a vb replacement device at the same level, and the cage hit some sclerotic bone ridge and fractured. The surgeon used the osteotomes to remove the sclerotic bone and implanted another cage successfully. No other complications were reported.

Manufacturer narrative:
Visually confirmed implant is broken; broken piece(s) of implant were not all returned for analysis. Proximal and distal segment of posterior portion is broken; fracture surface analysis and event info suggest compressive overload during implantation. The above observations, in addition to the event info, are consistent with misuse due to compressive overload and resulting in the foregoing event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.